Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that in the oncology clinic, twenty-four (24) hour cytarabine infusions are running longer than the anticipated infusion time. Sometimes, upwards of three (3) hours extra. Customer reports they are weighing their bags prior to hanging the medications. There was patient involvement however no patient harm. Although requested, additional information was not known by the customer. Devices were not sequestered as customer thinks it could possibly be a workflow error.

Manufacturer narrative:
Additional information: manufacturer narrative: root cause: the root cause for the reported issue that device had 24 hour infusions running longer was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that in the oncology clinic, twenty-four (24) hour cytarabine infusions are running longer than the anticipated infusion time. Sometimes, upwards of three (3) hours extra. Customer reports they are weighing their bags prior to hanging the medications. There was patient involvement however no patient harm. Although requested, additional information was not known by the customer. Devices were not sequestered as customer thinks it could possibly be a workflow error.